Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device detected out of range impedances on the related right ventricular (rv) lead (medtronic), and a red alert was received via latitude (remote monitoring system). Currently the impedance value is unknown. Technical services were consulted and recommended bringing the patient into clinic to check lead integrity, check for noise, and check to see what the out-of-range value is, and to reset the alert condition. This device and the related rv lead currently remain implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain. Additional information. At this time, no further correspondence has been received regarding this event. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device detected out of range impedances on the related right ventricular (rv) lead (medtronic), and a red alert was received via latitude (remote monitoring system). Currently the impedance value is unknown. Technical services were consulted and recommended bringing the patient into clinic to check lead integrity, check for noise, and check to see what the out-of-range value is, and to reset the alert condition. This device and the related rv lead currently remain implanted and in service. No adverse patient effects were reported.